Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
An authorized distributor reported that during surgery, the customer experienced a technical issue with the newly updated software on the c7000 cusa clarity console. At the start of the procedure, all screen functions were operating normally. However, after approximately 10 minutes, the display became locked and they were unable to change or access any functions. There was more than 30 minutes surgical delay during which they had to switch off and, on the device, to change the settings. There was no patient injury. Name of hospital - (B)(6) hospital.